Event description:
The account stated the bed is flashing a system heartbeat failure due to an exposed bare wire on the coiled cable.

Manufacturer narrative:
The account installed a new coiled cable and now the leds on the logic board are all off (indicating a boot-loader error). The account replaced the logic board to repair the bed.